Event description:
Per the clinic, the patient¿s device has migrated since implantation. The patient underwent revision surgery on (B)(6) 2013 to have the device repositioned. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.